Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned for evaluation with no damage in the external components. The provided device was activated manually and no straps were fired. The instrument was disassembled and the insertion fork assembly was found broken causing the feeding issue and 2 straps were found inside cannula shaft. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and straps were used. During the evaluation, the insertion fork assembly was found broken. There were no patient consequences reported. No additional information has been requested.